Event description:
Same case as MFR report#: 3005099803-2008-00674. It was reported that during an endoscopic retrograde cholangiopancreatography procedure, the balloon ruptured. The balloon ruptured in the common bile duct during the procedure. A second balloon also ruptured during the procedure. The case was completed with another of the same device. There were no pt complications and the pt's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.